Manufacturer narrative:
An investigation was performed for the customer issue and included a review of the complaint text, troubleshooting, a search for similar complaints, a review of the service history, and a review of product labeling. Service performed significant troubleshooting and observed heavy deposits in the external waste and that the fitting from the high concentration waste tubing was blocked. Both the external wastes and tubing were removed and cleaned. A definitive part was not identified, therefore, the architect c801033 was considered the likely cause. A search for similar complaints did not identify any adverse trends for the architect c8000 and no similar issues were identified. No contributing factors in the month prior to the complaint were identified and a review of the service history of the c801033 verifies no subsequent issues have been reported. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.

Manufacturer narrative:
All available patient information has been included. No additional patient information is available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported false decreased sodium results when processing on the architect c8000. The following data was provided: initial result 120 and repeat 139 mmol/l. No impact to patient management was reported.